Manufacturer narrative:
A manufacturing review was performed: the part was found to be in the locked position when received and did not open. Functional test showed the part repeated to open and closed as the print specifies. All parts are 100% inspected for this specification, prior to further cleaning and packaging. Based on the evaluation and the unknown cause, this complaint condition is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the procedure: t9 vertebrectomy. Primary implate date: (B)(6) .2015. This was a failure of the xrl locking mechanism during implantation of the device. The green eye should self-lock following removal of the opening tool. It did not spring to the lock position and instead remained open. We tried to lock it twice without success. This would mean that the cage could collapse from the expanded position which could it to migrate forward into the spinal canal and cord. So therefore we deemed the device faulty and we had to advise the surgeon to remove the device and try and new one of the same size. The device was removed and exchanged for the same size which was from a different lot number. There were no problems with the locking mechanism of the second xrl device. Other than the surgery taking an hour longer, there was no detrimental effect to the patient. The operation was completed successfully. Patient outcome post surgery: the operation was completed successfully, as we are less than 24 hours post-op; it is hard to say whether there will be any increased risk to the patient due to the longer surgery time. No adverse event. 60 minutes delay in surgery. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. A device history record (DHR) review was attempted for the subject device lot. The DHR review for p/n 08.807.202s, lot number 7423653, reveals a three-page DHR. Work order number, consisting of unpack / destroy label, generate label, prep / seal order, box order, ship order, vendor sterilize, and release to warehouse; packaging label log; and a bill of material-type list - (B)(4). The release to warehouse date listed: 7/10/13. Part expiration date: 06/30/2023. No other DHR or documents were available for review. The review showed that the part was manufactured in the USA; therefore, additional review was requested from the us synthes manufacturer. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.